Event description:
It was reported via a user facility survey that a peritoneal dialysis (pd) patient developed pleural effusion due to peritoneal fluid leaking thru the diaphragm. Upon follow up, the pd registered nurse (pdrn) reported the patient was hospitalized for pleural effusion some time between (B)(6) 2021 and (B)(6) 2021. It was discovered that the patient had a pleuroperitoneal leak which was the cause of the pleural effusion. It was determined that due to an incompetent peritoneum that pd therapy was not an option for the patient. It was the patient¿s physiology that caused the adverse event and no issue with any fresenius device or product. The patient was transitioned to in-center hemodialysis (hd) on (B)(6) 2021.

Manufacturer narrative:
Clinical investigation: he file was assessed to determine whether a clinical investigation is warranted. During a patient survey, it was reported that this female patient developed a pleural effusion while on peritoneal dialysis (pd). The cause was reportedly fluid leaking through the diaphragm. Additional information was obtained through follow-up with the hemodialysis (hd) program manager. Sometime between (B)(6) 2021, the patient was hospitalized for a pleural effusion. It was determined that the patient had a pleuroperitoneal leak which was the cause of the pleural effusion. The patient was diagnosed with an incompetent peritoneum and pd therapy was not an option for the patient. The physiology of the patient caused the adverse event and there was no malfunction or deficiency of any fresenius device or product. The patient was transitioned to in-center hemodialysis on (B)(6) 2021 as a result of the issue. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation and clinical investigation are in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via a user facility survey that a peritoneal dialysis (pd) patient developed pleural effusion due to peritoneal fluid leaking thru the diaphragm. Upon follow up, the pd registered nurse (pdrn) reported the patient was hospitalized for pleural effusion some time between (B)(6) 2021. It was discovered that the patient had a pleuroperitoneal leak which was the cause of the pleural effusion. It was determined that due to an incompetent peritoneum that pd therapy was not an option for the patient. It was the patient¿s physiology that caused the adverse event and no issue with any fresenius device or product. The patient was transitioned to in-center hemodialysis (hd) on (B)(6) 2021.